Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. It was found that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time: july 18th, 2019] all channels: coagulase-negative staphylococcus (1cfu/100ml) [second time: august 8th, 2019] all channels: citrobacter freundii (1cfu/100ml) the distal end: sphingomonas paucimobilis and micrococcus luteus (the total cfu of the sphingomonas paucimobilis and micrococcus luteus is 3cfu/100ml) [third time: august 28th, 2019] all channels: staphylococcus warneri (12cfu/100ml). [Forth time: september 6th, 2019] all channels: unspecified microbes (1cfu/100ml) the distal end: mucor sp. And staphylococcus cohnii (the total cfu of the mucor sp. And staphylococcus cohnii is 2cfu/100ml). [Fifth time: september 12th, 2019] all channels: bacillus cereus group (2cfu/100ml). The distal end: staphylococcus hominis spp hominis and micrococcus luteus (the total cfu of the staphylococcus hominis spp hominis and micrococcus luteus is 3cfu/100ml) the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels and the distal end of the device. The testing result cleared the french guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.